Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that they experienced high blood glucose levels and insulin pump was under delivering. The blood glucose level was 31.2 mmol/l at the time of incident. The current blood glucose was 7.9 mmol/l. Customer suffered from the symptom such as very tired. Customer treated with manual injection. Customer alleging the insulin. Drive support cap was normal. The product will not return for the analysis.